Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer experienced high blood glucose level was 600+mg/dl at the time of the incident. The customer was treated with manual injection. The customer was assisted with troubleshooting and the display did not return. The customer was advised a replacement will be sent to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump had blank display due to corrosion on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify off no power alarm, excessive no delivery alarm due to blank display. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.